Event description:
A 59 year old female who had bilateral breast implants in 1981. "Approximately 1-1/2 years ago, she developed a connective tissue disorder and complaints of significant ankle pain, wrist pain and other muscular aches and pains which restrict her from work and physical activities"... "Examinatin of the left breast reveals that there is a possibility of a ruptured implant..." O.r. Report of 9/14/92 "upon opening the capsule it was noted that the implants of both breasts were completely ruptured".....invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.